Event description:
A company representative reported that a xia blocker cracked intra-operatively while final tightening. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
A company representative reported that a xia blocker cracked intra-operatively while final tightening. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.